Event description:
Information was received indicating that a smiths medical pump had increased occurrences of "non-disposable pump won't run" message and error codes (1261, 1870, and 1320). This caused delay of infusion administration of medicine. There were no other reported adverse events.